Event description:
The patient experienced an infusion set issue on (B)(6) 2026 characterized by insulin flow blockage alerts; however, the specific cause of the blockage could not be determined. This issue led to elevated blood glucose levels that were managed with self-administered insulin via pen.

Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 300344238.